Manufacturer narrative:
Conclusion: the device history record was performed on the delivery catheter system (dcs) batch and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was recaptured five times due to positioning difficulties. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. In this case, it was noted that the patient had a horizontal aorta (angle of 66 degrees) and large anatomy. This indicates that the most likely root cause of the positioning difficulties was patient anatomy. Positioning difficulties do not typically indicate a device manufacturing issue. The instructions for use (IFU) gives the following instruction with regard to the number of permitted recaptures: "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." It was then reported that after the fifth recapture, the capsule broke, which prevented the valve from being released. The device was returned for analysis. The valve was received loaded in the capsule of the delivery catheter system (dcs). The handle was received with the front grip components detached. The description of the event does not indicate that this damage occurred during the reported issue, and the cause of this damage cannot be determined. It is possible that this occurred during attempt to remove the valve at the back table after event occurred, or during return transport. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. Delamination between the capsule outer polymer and the nitinol frame, typically occurs when the capsule is subjected to a bending force. Delamination may occur over the spindle/paddle interface if a valve has been misloaded; however, it may also occur due to tracking/positioning in the patient anatomy. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Thus, confirming the reported event. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. In this case it was noted that the patient had a horizontal aorta (angle of 66 degrees) and large anatomy. It was also reported that strength was applied to the dcs with both pushing and pulling during the deployment attempts. The instructions for use gives the following warning: persistent force on the catheter can cause the catheter to kink, which could increase the risk of vascular complications. Based on the investigation completed there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of these capsule separations is unknown however, it is proposed, based on a review of the complaint information, that patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are potential contributing factors to capsule damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs).the handle was received with the front grip components detached. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The tabs of the front grip components were intact with no evidence of damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, there was difficulty positioning this delivery catheter system (dcs) due to a horizontal aorta (angle of 66 degrees) and large anatomy. The valve was recaptured several times and it was reported that strength was applied to the dcs with both pushing and pulling during the deployment attempts. After the fifth recapture, the capsule broke, which prevented the valve from being released. The dcs was removed and a new system was used. The valve was successfully implanted. No adverse patient effects were reported.